Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "tighter breast". Healthcare professional later reported "rupture". The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV; rupture; "free silicone gel that extravasated into the pectoralis major fibers" found during surgery. Additional, changed, and/or corrected data: b3, b5, b6, b7, h6, h11.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "tighter breast". Healthcare professional later reported "suspected rupture", "2 new asymmetries near the chest wall", "ovoid dense asymmetry (...) Which may represent silicon versus mass", and "probable extracapsular silicon, posterior to the implant" diagnosed via ultrasound. Healthcare professional also reported the following observations/diagnoses made during surgery: "left breast baker grade IV capsule contracture", "intracapsular hematoma in the left breast", "old hematoma serosanguineous fluid under pressure", "capsule was very thick with a chocolate brown stain from the hematoma", and "encountered free silicone gel that extravasated into the pectoralis major fibers". The device has been explanted and replaced. Periprosthetic capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture and silicone migration: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Hematoma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6, b5, b6, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "tighter breast". Healthcare professional later reported "suspected rupture", "2 new asymmetries near the chest wall", "ovoid dense asymmetry (...) Which may represent silicon versus mass", and "probable extracapsular silicon, posterior to the implant" diagnosed via ultrasound. Healthcare professional also reported the following observations/diagnoses made during surgery: "left breast baker grade IV capsule contracture", "intracapsular hematoma in the left breast", "old hematoma serosanguineous fluid under pressure", "capsule was very thick with a chocolate brown stain from the hematoma", and "encountered free silicone gel that extravasated into the pectoralis major fibers". Healthcare professional later reported "patient was not diagnosed with a breast mass on the left side". The device has been explanted and replaced.